Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the buttons are hard to press on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer stated that she don't have problem with it, the main concern was brought by her doctor. The customer was advised that the device have recently been upgraded with a more resilient keypad that maybe harder to press.